Manufacturer narrative:
Other relevant device is: etlw1613c82e, sn (B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. It was reported that during the index procedure, the patient experienced procedure bleeding and required transfusion of packed red blood cells. The event resolved eight days later. The investigator assessed this event as related to the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.